Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The patient reported that their pain stimulator wasn't working. There were no patient symptoms reported. The patient was implanted for spinal pain and failed back surgery syndrome. Additional clarification regarding the issues and what interventions were taken to resolve the issues was requested. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.